Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -9.0 diopter was implanted upside down into the patient's right eye (od) on (B)(6)2022. The lens was implanted, removed, and replaced for a shorter length, toric lens and the problem was resolved. Cause reported as unknown. No patient injury was reported.

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim #(B)(4).

Manufacturer narrative:
Corrected data: b1: adverse event should be corrected to product problem. B2: outcomes attributed to adverse event- should be omitted for correction. Claim#: (B)(4).